Event description:
It was reported that during deployment in a tight and heavy calcified lesion the stent deployed partially in the lesion (subclavian) (off label use) and partially in the aorta. The stent was snared and pulled into the iliac. There was no patient effects reported; however, the stent is in an unintended site. No additional information was available.